Manufacturer narrative:
This kelly forcep ((B)(4)) is included in the medical action industries manufactured convenience kit, 80381 kit: ed thoracotomy instrument. This component however is manufactured by the supplier global instruments incorporated. A supplier corrective action request was forwarded to the supplier on (B)(6) 2015 for incident investigation. Global instruments incorporated has reviewed a photograph of the instrument breakage and appropriately investigated the manufacturing of the instrument involved. They have concluded that the resulting defect may have been the result of the oil heat treatment used on this product (this is one of the many steps in the manufacturing process). The manufacturer has responded that they will change this oil heat treatment to a more advanced and precise gas heat treatment which will result in stronger instrument construction. This corrective action was implemented on 12/03/2015. Medical action industries evaluates each product complaint for any related product trends. We have found no trends related to this product complaint. This particular instrument and issue appears to be isolated within our complaint database as we have received no similar complaints for this instrument.

Event description:
Medical action industries is the manufacturer of a convenience kit that contains a kelly forcep manufactured by global instruments inc. Medical action received incident complaint from end user, (B)(6) hospital, on (B)(6) 2015. A trauma patient was having a chest tube placed when the kelly forcep broke while a resident was holding the chest tube. The hospital director of emergency services has confirmed that this incident did not result in any patient injury or any additional diagnostic imaging or interventions. Medical action industries is the manufacturer of a convenience kit (kit: ed thoracotomy instrument) that contains the kelly forcep ((B)(4)).